Event description:
New information received noted that the physician alleged premature battery depletion. The device had three years remaining at the device check in (B)(6) 2019 and at the (B)(6) 2019 check, the battery was dead and could not interrogate. The patient refused home monitoring, so it is not known when the battery depletion occurred.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. The clinic had trouble interrogating the patient's implantable cardioverter defibrillator. It was confirmed that this was a battery depletion advisory device. The device was explanted and replaced. The patient was stable.